Event description:
It was reported that four autopulse nimh batteries with the following serial numbers (B)(4) were faulty. Autopulse nimh battery with s/n (B)(4) stopped within 10 minutes of operation. Autopulse nimh batteries s/n (B)(4) stopped with a "replace battery" indication even though batteries were fully charged. No adverse event was reported.

Manufacturer narrative:
Zoll medical corporation has not received the products for evaluation. The event description the customer reported to the manufacturer did not indicate a potential safety issue. The complaint was for 4 batteries (serial #'s (B)(4)). Test data was provided for 2 batteries with the following serial numbers ((B)(4)). Both batteries passed power testing. The test data indicated that the two batteries were not properly maintained. For instance, not test cycled on a monthly basis. Since the batteries passed power testing a probable root cause may be due to improper battery maintenance. For example, it is possible that the batteries were not fully charged prior to device operation. In addition, product labeling instructs useful life of each battery is between 2-4 years. Life of each battery is influenced by frequency of use, and frequency of routine maintenance. No maintenance records provided for battery with serial #(B)(4). The battery has an estimated manufacturing date between may 2007 - january 2008. The complaint was reported in (B)(4) 2012. Therefore, battery with serial #(B)(4) was greater than 4 years old. Based on the calendar age, it may have aged passed the end of its useful life. Furthermore no maintenance records were provided for battery with serial # (B)(4). Probable cause for the failure of serial#(B)(4) might be a low power battery failure. Additional serial #s: (B)(4).